Event description:
It was reported from (B)(6) that the capacity of the power module device was around fifty percent of its initial capacity. It was further reported that the device could only be used for a short time even if it was fully charged. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had liquid, malfunctioned and appeared washed. Therefore, the reported condition was confirmed. It was further determined that the device had damaged housing, liquid damage, damage due to fall, still had moisture inside the module and torn housing at the edge. The assignable root cause was determined to be due to improper/faulty handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.